Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample was tested for syringe pressure per the specification, with passing results. However, while decreasing pressure, the dial moved down with the pressure decrease, but the dial only went down as far as 5 atm. Although the root cause of this incident could not be definitively determined, potential causes of this incident may have resulted from the inflator syringe being dropped, or the device may have exceeded the 30 atm pressure calibration during use which can cause the gauge to then become un-calibrated or not return to zero. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed. (B)(4).

Event description:
As reported by user facility: would not deflate below 5atm.